Manufacturer narrative:
A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. An update was made to correct a typo in the previously filed MDR on the 13-month review statement.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The issue was resolved by adjusting the alignment of surface detection spring. No further action required by field service. The aia-360 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 19jun2019 through aware date (B)(6) 2019. There were no other similar complaints identified during the review period. The aia-360 operator's manual under section 7-1: list of error messages states the following: 4020 - spec.z-axis home overrun description: the specimen z-axis motor overran on the home side. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. 4001 - turn table home sensor description: the turntable motor home sensor remains activated. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the reported event was due to faulty alignment of the surface detection spring.

Event description:
A customer reported getting error messages 4020 spec.z-axis home overrun and 4001 turn table home sensor on the aia-360 instrument. The technical support specialist (tss) instructed the customer to reboot the instrument and turntable home. The 4001 turn table home sensor error persisted. On 24jul2019, the customer called back and stated that the sample nozzle was changed. The customer then got the 4001 turn table home sensor error and the 4020 spec.z-axis home overrun again. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of intact parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.